Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result, surgical intervention took place on (B)(6) 2025, wherein the patient's entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.